Event description:
The customer stated that she was in a car accident when her blood glucose levels went low. The customer stated that she was treated by the paramedics and her blood glucose reading was 50 mg/dl one hour after her accident. The customer stated that her doctor had changed her basal rates to a higher amount and she felt that those rates were incorrect. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.